Event description:
Reportedly, on 22-april-2025, there was an intermittent failure of the cpr4 head telemetry displayed on the tablet.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results are not available for the moment.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event, the cpr4 head is not able to communicate with an implant. There is no trace of shock on the device, and internal component are correct and without corrosion. The event seems to be caused by a faulty usb/pcb cable which is out of order. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, there was an intermittent failure of the cpr4 head telemetry displayed on the tablet.